Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors not working. The customer states their blood glucose level was 500mg/dl, and their sensor reading was 69mg/dl. Troubleshoot for the sensors were conducted. The customer was advised the sensors would be replaced and returned for analysis.